Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) on (B)(6) 2012 regarding the reported problem. The hp stated that she started over as instructed and there were not problems after that. There was no patient injury or medical intervention associated with this report. This complaint for a system error 2240 (air in set) is confirmed because, the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 6 of 6. The home patient (hp) disconnected in dwell cycle and now the hc was alarming. The technical service representative (tsr) explained the alarm and assisted the hp clear the alarm by turning the hc off/on. The tsr had the hp cycle the hc off/on back to press go to start. The hp would call the nurse and finish with manual bag. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.